Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/11/2025, the user reported that while working in construction, a rock struck their ilet device, resulting in a cracked screen. The user requested a replacement pump. Blood glucose was not reported to be affected by the device damage.